Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, customer reported a cleaner fluid leak on the left side of the lh780 analytical station. Customer was unable to isolate the source of the leak. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and observed that there was some fluid next to the instrument that seemed to have come from an old leak. Fse ran numerous cycles and was unable to reproduce the leak. The instrument was dry and running properly. The customer has not reported any further leaks.